Manufacturer narrative:
Results: the suspected defective device was received and evaluated. The solution appeared to have a cloudy mixture with higher viscosity. Ten extra unopened samples from the same batch were received, no defects were identified on those samples. Additionally, 60 samples retained from the same batch have been also evaluated and no defects has been observed. A DHR for the reported batch was conducted confirming this was released according to defined specifications and requirements including sterilization and final lab testing. Conclusion: although reported issue was confirmed, after evaluating the manufacturing process, a root cause which could explain the presence of the foreign substance in the syringe was unable to be determined. It is unlikely that the cloudy solution may have its origin in the manufacturing process. (B)(4).

Event description:
It was reported that while a nurse was using a 10 ml bd posiflush¿ sp syringe to flush the line on a critically ill patient, the nurse observed a ¿cloudy mixture¿ and claimed resistance upon flushing. The nurse removed some of the liquid in a nearby sink and noticed a "disinfectant like" smell. No report of injury or medical intervention.